Event description:
It was reported that the patient developed a staph infection in the pump pocket in (B)(6) 2013. The entire system was explanted. The patient was re-implanted post infection on (B)(6) 2014. The patient status was reported as ¿alive-no injury¿. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).